Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: no images were displayed and the cable had a watertight defect (leak). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable defect resulting in leakage or cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device images did not display and the cable had a watertight defect (leak). There was no patient involvement.